Manufacturer narrative:
Correction b5: update the location of the separation to: the device was separated between the light blue main body and the female connector of the twist clamp. Remove: the light blue main body separated from the white twist sleeve of the twist clamp (as reported on the initial). Additional information in h3, h6, h10. H10: the actual device was not available; however, two photographs were received for evaluation. Visual inspection of the photographs did not show evidence of the reported condition. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body separated from the white twist sleeve of the twist clamp on a minicap extended life pd transfer set. This issue occurred during use on a patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.